Event description:
The pt received her scs system on (B) (6) 2007 consisting of an ipg and two percutaneous leads placed on the occipital area (off-label placement). It was reported on (B) (6) 2009 that the pt had been losing stimulation which necessitated recharging every day. Reprogramming was attempted but the pt would still experience a loss of stimulation, particularly on one side. An x-ray was taken which confirmed the leads had not migrated. The percutaneous leads were replaced with paddle leads in (B) (6) 2009. The explanted leads were not returned to ans for eval. No further info is available, follow up on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.